Manufacturer narrative:
Other, other text: h3: one cadd extension set was returned for evaluation but it got lost during the investigation process. If the sample is found the complaint investigation will be reopened. No root cause could be found due to the fact that the sample was misplaced therefore the complaint was not confirmed, however traceability of the lot number shows there are no more units in warehouse, the lot has already been depleted. Traceability confirms no other related issues or complaints are associated with this lot number as evident by retrospective review.

Manufacturer narrative:
Pictures os the devices were received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that during the use of a smiths medical cadd pump, the customer noticed medical fluid was leaking from the filter. No adverse patient effects were reported.